Event description:
Pediatric patient (3yo) came in for emergency management, pals (pediatric advanced life support) after being found down in a pool. Resuscitation efforts were successful and norepinephrine infusion was requested to be initiated for hemodynamic support. With all pediatric code carts, there is a pediatric resuscitation guide from broselow "color coding kids" attached. This guide instructed to prepare a norepinephrine 100mcg/ml solution (10mg/100ml). Bedside team prepared the infusion per the reference guide and when they attempted to program the IV infusion pump, noted that the only concentration built was norepinephrine 8mg/250ml (32mcg/ml). 5 mcg/kg/min was intended and the reference guide indicated the infusion would run at 5ml/h while the pump indicated 15ml/h. Settings were adjusted to run the infusion at 5ml/hl and was titrated to effect but the discrepancy led to confusion and delay in starting the infusion. (B)(6); phone: (B)(6); email: (B)(6). Submission ID: (B)(4). Submitted date: 06/16/2023.